Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl and he was treated with the insulin pump and manual injections. The customer was experiencing excessive urination, fruity breath, abdominal pain, and nausea. Troubleshooting was declined as customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracks at the corners of the display window.